Event description:
Boston scientific (B) (4) received information that a right atrial lead revision was performed eight days post implant due to dislodgement, which resulted in loss of capture and sensing. During the revision procedure, the physician used the fixation tool many times to extend and retract the helix, causing the terminal pin to separate from the lead. The ra lead was explanted.